Event description:
A report received from from another country, associated a cypher stent with restenosis, mal apposition and fracture ten months after it implantation. Patient was a female who presented at the hospital with unstable angina and acute pulmonary edema. A 2.75 x 33mm cypher stent was implanted in the proximal left anterior descending (lad) and was post dilated to 3mm. Another 3.00 x 18mm cypher was implanted in the proximal left circumflex (lcx) without post dilatation. Angiographic result was satisfactory. Ten months after the procedure, the patient presented with recurrent effort angina. Treadmill stress test showed low-threshold ischemia. Although a coronary angiogram showed good result of the stent in the lad, the stent in the lcx was totally occluded. A close vision of the angiogram without contrast demonstrated a type4 fracture in the mid part of the stent in the proximal lcx. The intravascular ultrasound investigation confirmed a well-expanded stent with some mal apposition in the distal and proximal segments of the stent and a clear separation of near 5mm between these segments. After crossing the occlusion and pre-dilating the lesion, a long drug eluting stent (xience 3.00x23mm by abbott) was deployed to treat the restenosis in the proximal lcx by completely covering the cypher stent. Angiographic result was satisfactory. The patient will be followed with angio tac.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.